Event description:
The information provided to sjm indicated a (B)(6) male had a 25mm trifecta heart valve implanted on (B)(6) 2013. A central leak was detected on a post-operative echocardiogram. The patient returned to surgery and the valve was explanted and replaced by a sorin solo valve on the same day.